Manufacturer narrative:
Submit date: 09/21/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2015 that customer had an issue with a dialysis catheter. The customer reports that a patient who has been receiving dialysis since (B)(6) 2012 when she was fitted with a device by retrograde tunneling at the (B)(6) hospital ((B)(6)) the patient was now presenting a complete stenosis of the vena cava. The dialysis has to be stopped, the device was removed and the patient will have to undergo an angioplasty.

Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. A possible root cause can be due to excessive force used when inserting the catheter. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations, environmental and product biological monitoring. This complaint will be used for tracking and trending purposes.